Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was received for evaluation. 1 device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device's arm was broken, which can potentially cause unintended speed. There was patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale 1 previously reported event is included in this follow-up record. - 1 previously reported event had the device evaluated and corrected data. - corrected data: b5, h10   evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a broken arm.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device's arm was broken, which can potentially cause unintended speed. There was no patient involvement; no patient impact.